Event description:
It was reported that there was increased high voltage lead impedance (hvli) noted on the right ventricular (rv) lead. The lead was explanted and replaced during an unrelated procedure. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found the right ventricular weld pin broken and separated from the connector subassembly. The proximal region of the lead body shows signs of being tightly twisted, which would have contributed to the breaking of the weld pin. The cause of the reported event was isolated to the right ventricular weld pin being broken. The reported event of high defibrillation lead impedance was confirmed.